Event description:
Additional info received by medtronic ave reports the pt has a history of bilateral hip replacement surgery. Results from the pt's one-month follow-up have been received. The computerized tomography (CT) scan performed on 4/22/2002 demonstrates the stent graft is unchanged in position in comparison to the CT scan performed on 3/11/2002. The stent graft was seated just below the origin of the left renal artery. Contrast flow within thrombus in the aneurysm was noted just below the level of the bifurcation and anterior to the left. The size of the endoleak was reported to be decreased from the previous CT scan. Another endoleak was reported along the posterior aspect of the distal right iliac stent graft, which was also reported to be smaller than on the previous CT scan. The physician belives that the endoleaks are type ii endoleaks. The superior mesenteric artery, celiac artery, the solitary left renal artery, inferior mesenteri artery, and as set of lumber arteries were reported to be patent. The size and morphology of the aneurysm were reported to be unchanged at 5.5 x 5.5 cm. The size of the iliac arteries and distal right common iliac artery aneurysm were unchanged.

Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 28 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 190 mm. The aneurysm was reported to be angulated to the left from the infrarenal neck, and the right common iliac artery was considered to be more aneurysmal than the left. Both common iliac arteries were reported to be slightly tortuous but patent. The patient's right hypogastric artery had been previously embolized. The patient was taken to the operating room and prepped end draped in the usual sterile fashion. The common femoral arteries were isolated and cannulated, and angiography was used to locate the renal arteries. A 16 french cook sheath was inserted into the left side, and a 22 french sheath was inserted into the right side. The bifurcated stent graft was advanced and placed above the level of the renal arteries. The device was deployed. Initially, it appeared that the stent graft lay immediately below the level of the right renal artery, but the physician states that a short time later it became apparent that the stent graft had migrated caudally and was now somewhat angulated. Angiography showed that the stent graft had migrated into the distal portion of the neck and now lay in transverse relationship to the neck with its lateral margin in the upper portion of the aneurysm sac. The delivery catheter was brought down and partially disengaged, and the sheath was advanced up to the distal portion of the stent graft for support. The contralateral gate was cannulated, and a 16 mm diameter x 11.5 cm length graft limb was inserted, realized to be too long, collapsed, and removed. A 16 mm diameter x 5.5 cm length iliac extender cuff was inserted and deployed with the distal end in the upper part of the left common iliac artery. A 22 mm diameter x 3.75 cm length extender cuff was deployed in the left common iliac artery overlapping the contralateral limb by 2cm. A 24mm diameter x 3.75cm length extender cuff was deployed in the mid portion of the left common iliac artery overlapping the 22 mm diameter cuff. The 22 french sheath and the bifurcated delivery system were withdrawn from the right side. The 22 french sheath was re-inserted and a 28 mm diameter x 3.75 mm length aortic extender cuff was advanced up the right side and positioned immediately below the right renal artery. The cuff was deployed. A 16 mm diameter x 8.5 cm length iliac limb was placed from the termination of the bifurcated stent graft into the proximal portion of the right external iliac artery and over the origin of the previously embolized right hypogastric artery. The stent grafts were dilated with angioplasty balloons. Despite this, angiography demonstrated filling of the aneurysm sac proximally and distally. It was not clear if the leaking was a type I or type ii endoleak. The patient was still anticoagulated; therefore, the decision was made to discontinue interventions and allow the patient's coagulation parameters to return to normal. A computerized tomography (CT) scan performed 3 days later demonstrated an endoleak at the junction of the bifurcated stent graft and the aortic extender cuff. Contrast was also noted along the distal aspect of the stent graft in the right common iliac aneurysm consistent with an additional endoleak. The aneurysm was 5.6 cm x 5.4 cm in diameter, and was reported to be unchanged in size. It was reported that the patient would have a follow-up CT scan in one month. Results from the one-month follow-up are pending. No clinical sequelae were reported, and the patient is reported to be fine.